Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the issue was not related to the ins. The hcp reported that the problems were a result of disease progression and that safety and fall precautions were discussed. The hcp reported that an exercise program was discussed to establish better balance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual reported that the patient had two to four falls this month and saw an eri screen on (B)(6). There was no dissatisfaction with the ins longevity. No medical symptoms were reported. No further complications were reported.